Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the battery door cracked; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified; during the investigation found high alarm displayed: cassette not attached properly in event history log. It was recommended that the downstream occlusion sensor be replaced as corrective action as it was intermittent. Also replaced was the bubbled downstream occlusion (dso) seal, and the cracked battery door. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 17-jan-2022 for bubbled dso seal. It is possible that this repair could have contributed to the dso seal lifting and exposing the dso sensor, but there is no indication of an issue with the previous repair in the evaluation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that during testing, the pump failed distal occlusion test and not accepting cassette errors, no patient injury was reported.